Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between tubing and the twist clamp of a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported there was connection issue with minicap transfer set which led to a break in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in the patient experiencing peritonitis. The patient woke up when their bed was wet and found the tubing separated from the twist clamp. The patient then reconnected the two components with an unspecified adhesive and continued therapy. The peritonitis was manifested by abdominal pain and vomiting and was diagnosed the day after the disconnection. On the same day as the peritonitis onset, the patient was hospitalized for peritonitis. The patient was treated with morphine (dose, route, frequency, and duration not reported) for the abdominal pain and unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient¿s transfer set was changed. Apd therapy remained ongoing. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the peritonitis and continues to have sequela. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available. This report involves a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.